Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the philips monitors not working. The patient had multiple life threatening heart rhythms resulting in syncopal episodes. Emergency room (ER) staff were unable to capture cardiac rhythm. The patient was moved to a room on team one with working monitors. Biomed advised that the computer was locked up. They tried to reboot the computer from the central station but they ended up having to go to the computer room and do a hard shutdown and then turn the computer back on. They are still having issues with the mouse not being able to move between the three monitors.

Manufacturer narrative:
Subsequent to this initial report, the hospital risk manager stated that the patient was not harmed. She stated that there was a staff member at the bedside at the time the monitor was not functioning and she witnessed the patient brady down and the patient had a syncopal episode. The concern was that if the staff member had not been in the room at that exact moment your hospital staff would not have seen the event. The patient was moved to another room with a functioning monitor and spent the night on the observation unit for additional monitoring. The patient was discharged in stable condition the following day. A philips field service engineer (fse) was dispatched for onsite service. The fse re-imaged a spare host from your hospital biomedical engineer and temporarily replaced the device pending the investigation. The issue was escalated to a philips national support specialist (nss). The nss determined that the issue was caused by defective hardware of the sah-ph-edt1sv2 surveillance computer (pc). The resolution required replacement of the pc mainboard, memory and processor. A second fse was dispatched. The pic ix sah-ph-edt1sv2 surveillance pc was rebuilt and the pic ix version c.03.06 application software was loaded onto the pc.